Event description:
It was reported that bd insyte autog bc catheter was bonded to needle and did not retract. The following information was provided by the initial reporter: it¿s not just a matter of the needle not retracting when removed after the catheter is inserted. The needle won¿t come out of the catheter. It¿s stuck inside. Thus, when someone tries to remove the needle, it¿s pulling the catheter out of the vein. These catheters are used for most CT contrast studies, not to mention trauma and surgical patients. I¿ve tried 3 additional catheters and the all do the same thing. I¿ve saved all of them. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No staff injury.

Manufacturer narrative:
This MDR is the result of an investigation finding: the complaint of a needle retraction problem was confirmed and the cause appeared to be manufacturing related. One video and three representative 20g insyte autoguard samples from lot #4310288 were provided for investigation. A functional test revealed that the button activated the safety mechanism. The button never got stuck; however, on two of the three returned samples, the needle tip would get stuck in the catheter adapter. The position of the notch in the needle appeared to coincide with the septum. The needle would fully retract with manipulation and no part of the needle tip was exposed. The notch and needle were within specification. As the complaint was able to be replicated with sealed samples, the complaint appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.